Manufacturer narrative:
The patient reported that the pump did not detect the cartridge during the load step and dispensed fluid emitting a "no cartridge detected" warning. The initial report was submitted based on the investigative finding from (B)(4) 2011. The initial report should have been made based on the patient's initial complaint made on (B)(6) 2011.

Manufacturer narrative:
This report is being made based on the results of evaluation completed on (B)(6) 2011. (B)(6) 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration and contamination was observed on the force sensor. During testing, the load step did not detect the cartridge and dispensed fluid emitting a "no cartridge detected" warning. Unrelated to the complaint, the battery compartment was found to be cracked and the display screen was found to be faded and pink. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
Evaluation revealed contamination on the force sensor and an out of calibration force sensor. This report is being made based on the evaluation results.